Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the sensor had inaccurate readings. Customer's blood glucose was over 300 mg/dl and their sensor glucose read 40 mg/dl. The mother also stated the insulin pump went in to threshold suspend due to the inaccurate readings. The mother also reported several calibration error alerts with the sensor. Customer's current blood glucose was 215 mg/dl. The mother also reported the customer was playing with the sensor when it was inserted in the abdomen. The mother declined to return the product for analysis.